Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula crimped. This event occurred on (B)(6) 2024. This event occurred after three hours of insertion. Insertion site was abdomen. A correction injection was delivered via multiple daily injections to address high blood glucose level. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.